Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for lots 25150247 and 25153417 the last 2 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) failed to deploy correctly. The metal v support stayed in the straw. It did not contact the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.